Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose was unknown. Advised customer to contact their hospital for a replacement insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.